Event description:
Family member of pt reports family member used ht50 on 3 different occasions and each time the unit would indicate "empty battery" and shutdown without alarm after 2-3 hours on low battery.